Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "right coil: 2" and device monitoring procedure not performed "no, hysterosalpingogram". The patient's medical history included delivery in 2010. Previously administered products included for to prevent pregnancy: iud nos in 2009. Concomitant products included medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, abdominal pain lower, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coil: 5 and right coil: 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: result - don't recall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "right coil: 2" and device monitoring procedure not performed "no, hysterosalpingogram". The patient's medical history included delivery in 2010. Previously administered products included for to prevent pregnancy: iud nos in 2009. Concomitant products included medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, abdominal pain lower, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coil: 5 and right coil: 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: result - don't recall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pif received. Event pelvic pain changed category non-serious to serious incident. Removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.